Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 22-may-2023. The device evaluation was completed on 29-may-2023. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a partially separated tip issue occurred. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, the device was observed broken at the tip transition and internal parts were exposed. This condition is related to the customer complaint. Visual analysis revealed that the tip was partially detached, and wires were exposed; however, adhesive residues were observed concluding in a good manufacturing assembly process. During the visual analysis, reddish material was observed, for this reason, a patency test was performed and no irrigation issues or leakage in the detached area were found. This failure observed on the tip could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 31000598l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a partially separated tip issue occurred. It was reported that during the operation, the device was damaged. There was no resistance or difficulty during insertion or removal of the catheter. The issue was found about 6.5 cm from the distal end of the catheter. The catheter was not pre-shaped. A second device was used to complete the operation. There was no adverse event reported on patient. The catheter tip partially separated issue is MDR reportable.